Manufacturer narrative:
Unit was received with normal operating currents. Also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime/delivery test due to faulty force sensor resistor. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received excessive motor error alarms. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed three motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.